Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional procodes: hwc, hrs . D9: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part # 414.846s lot # 8l27310 manufacturing site: (B)(4). Release to warehouse date: 10 june 2021 expiration date: 01 june 2031 supplier: früh verpackungstechnik ag non-sterile part # 414.846 non-sterile lot # 188p039 manufacturing site: (B)(4). Release to warehouse date: 31 march 2021 product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery for fracture of femoral trochanter with 3 screws. On september 5, when the patient visited the hospital due to pain, it was confirmed that 3 screws were broken. The reoperation is not scheduled because the patient feels a little pain. If the reoperation is performed, the artificial bone head will be used. Excessive telescoping occurred because the bone fragment was intramedullary. When the blade contacted the barrel portion of the plate, telescoping was suppressed, and the implant could not tolerate the load of the varus of the bone fragment, which may have caused the screw to break. Distal plate portion bounces outward. The surgery was completed successfully without any surgical delay. No further information is available. This report is for a 4.5mm ti cortex screw self-tapping 46mm. This is report 3 of 3 for (B)(4)..